Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va18jy2 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead fdd code applies to the lead fdp code applies to the lead fdc code applies to the lead ins included in report as a part of the system report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) received information from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who had the implanted system removed due to a leak break. No patient symptoms were reported.